Manufacturer narrative:
According to the facility when giving the patient a heparin shot the syringe disconnected from the needle portion of the syringe causing a small amount of heparin not to be injected into the patient's subcutaneous tissue. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility when giving the patient a heparin shot the syringe disconnected from the needle portion of the syringe causing a small amount of heparin not to be injected into the patient's subcutaneous tissue.